Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4) and strips (lot#: d171226-1). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (0.9 ua) met acceptance criteria (< 55 ua). Strips were manufactured on 12/26/2017 and were expired in 12/2019. Because the suspected strips were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d190819-1) and control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), and results (level low: 58/52; level high: 281/287) met the acceptance criteria (level low: 35~85 ; level high: 220~330). Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained on a resident and a staff member. A repeat test was performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. The resident was moved to the covid isolation room and the staff member was quarantined at home until pcr negative result was obtained. Eua # (B)(4).